Manufacturer narrative:
Device history records was conducted. The report indicates that the: DHR (B)(4) ti cervical spine locking plate, lot 4253915, comact-(B)(4), synthes (B)(4) manufactured the ti cervical spine locking plate, p/n 357.389, and lot #4253915. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. One parts scrapped during processing (for visual nonconformities at final inspection). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation. (B)(4) adjacent level disc disease. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device. The cervical spine locking plate (cslp) variable angle system is designed to ease technique and increase versatility through angulation, while providing stability and load sharing through plates and screws. One cslp (part number 450.153, lot number 4253915, manufacture date mar 30, 2001) was returned with the complaint that ¿while the surgeon was inserting the screw he noticed that the ring on the plate had come off. The plate was removed and another cslp plate that was readily available was used without any issues. Due to this event no additional time was added.¿ upon receipt of this device it was seen that the plate was received with three bushings contained by the plate, and one bushing separated from the plate. The associated technique guide was reviewed. The drawings, material and finishing processes for this part were reviewed and it was seen that the design surrounding the bushing and plate interface was updated in design following the release of this lot in order to exceed performance of the original bushing design. It is unknown what led to this complaint condition; however, this complaint may have been caused by interaction between the bushing and the screw, or another device during the placement of the plate. This complaint is confirmed. Since the release of this lot the design of this device has been updated to exceed product design specifications. The current design of this device is adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with a compression plate and screws for a c6-c7 fusion on an unknown date. The patient was returned to surgery on (B)(6) 2015 for a revision procedure/hardware removal due to adjacent level disease at the c5-c6. During the revision procedure, an 18mm cervical spine locking plate ¿ variable angle (cslp ¿ va) was sized and secured with two (2) temporary fixation pins. A 16mm drill bit was used to prepare the screw hole and a 16mm screw was selected. While the surgeon was inserting the screw, he noticed that the ring on the plate had come off. The plate was removed and another cslp plate that was readily available was used without any further issue. This event did not lead to a surgical delay or prolongation. This report is 1 of 1 for (B)(4).